Event description:
Baxter reported, a new home patient found after one month of use, liquid leaking from connection between the catheter adapter and the transfer set. Baxter affiliate reported. Two days after the incident, the patinet was diagnosed with peritonitis. The patient was hospitalized from 5/14-6/6 and treated with cefotaxime 4g IV from 5/14-5/27, cefazolin .25 ip 5/14/-5/17, cafazolin .5 ep 5/22-61, gentamicin 80,000u ip 5 times/day on 5/22, gentamicin 10,000u ip 5 times/day 5/22-5/27, gentamicin 80,000u ip 5 times/day 5/27-6/4, cefotaxime and sulbactam 3g IV 5/27-6/6. Per affiliate, the patient has fully recovered and has continued peritoneal dialysis therapy.